Event description:
The customer returned the device with an allegation that the device foam needed replaced in relation to the device recall. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information regarding foam remediation. On evaluation no fault was found. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is being submitted to correct the event information previously reported, provide the updated coding, provide the UDI, and the manufacturer date. The dreamstation auto device was returned to a third-party service center for service. The device was evaluated and found to have no evidence of foam degradation. In addition, the device had dust/dirt contamination. The device was scrapped per the customer's request. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to correct the event information previously reported, provide the updated coding, provide the UDI, and the manufacturer date. The dreamstation auto device was returned to a third-party service center for service. The device was evaluated and found to have no evidence of foam degradation. In addition, the device had dust/dirt contamination. The device was scrapped per the customer's request. At this time, no further investigation can be performed. Should additional relevant information become available, a supplemental report will be submitted.